Manufacturer narrative:
The physical device was not returned. Analysis of the available cloud data found no evidence of issues with the system. It was noted that the user delivered the largest amounts of total insulin and total bolus insulin on the day before the date of occurrence, however there is no evidence of a system issue contributing to this insulin delivery. The data showed that the automated algorithm appropriately adapted the automated insulin delivery based on the estimated glucose values and bolus deliveries. The data showed that the system was used primarily in automated mode in the days leading up to the date of occurrence ((B)(6) 2024). The data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values received by the pod from the sensor. The data showed that glucose values reached urgent high values at 03:25:39 on (B)(6) 2024. At that time, the system started delivering at the max automated rate and continued to deliver at the max rate due to urgent high blood glucose levels until an automated delivery restriction alert was generated at 05:30:40 on (B)(6) 2024. The alert was acknowledged by the patient and the system was put into manual mode. The system started delivering the user's manual basal program as expected. An 8.35 u bolus was delivered shortly after the system mode change, resulting in blood glucose levels decreasing, reaching urgent low values at 07:40:40 on (B)(6) 2024. Blood glucose levels started increasing again, reaching urgent high at 12:20:41 on (B)(6) 2024. Sensor values received by the pod stayed urgent high until the sensor became inactive at 22:15:43 on (B)(6) 2024. No sensor values were received by the pod through the last data point at 11:30:47 on (B)(6) 2024. The system continued to deliver the user's manual basal program during this period. Multiple boluses were delivered on (B)(6) 2024, however no boluses were delivered on (B)(6) 2024. No evidence of issues with the system were observed in the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. If additional information is provided a supplemental report will be submitted.

Event description:
On 22may25 insulet received an email from a healthcare professional (hcp) notifying insulet of their patient's death due to diabetic ketoacidosis (dka) and inquiring about the personal diabetes manager (pdm). Insulet followed up with the hcp and obtained the additional background. The patient had comorbidities that included renal disease and a previous cerebrovascular accident. Reportedly, the patient was awaiting a renal transplant. The patient had struggled with management of diabetes prior to use of omnipod 5. Approximately a week before the patient expired, she was experiencing increased blood glucose levels. The patient passed away on (B)(6) 2024. The patient expired at home and was wearing the device at time of death. The clinic has possession of the pdm and will maintain the device. Instructions for uploading logs were provided. The requested glooko information is not available as the patient did not consent to glooko/op5 data sharing. The op5 was being used with a dexcom g6. Dexcom has been notified.